Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pancreatectomy and splenectomy procedure, the fellow closed the device and there was a loud popping noise. The next clip scissored, and then the device was able to be used for a few more firings. Another device was closed then made a noise and would not open. It is unknown if the device was closed on tissue. No adverse consequences reported. The first device used was discarded. The second device will be returned.